Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that the index procedure took place on (B)(6) 2008. Three xience v stents were deployed, one in the ostial right coronary artery (rca), and two in the mid left anterior descending (lad) artery. The procedure was successful. On (B)(6) 2009, proximal edge stent restenosis was noted in the stent placed in the ostial rca, which required treatment with an additional stent. The patient was discharged on (B)(6) 2009. No additional information was provided.